Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device provided a high psi always over 89. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed no damage. The sensor failed continuity testing due to an open across the electrodes, cb, CT, l2, l1, r1 and r2. As the sensor was returned used, further testing could not be performed.

Event description:
The customer reported the device provided a high psi always over 89. No patient impact or consequences were reported.